Event description:
Customer reported receiving a blood glucose reading of 130 mg/dl and a sensor glucose reading around 60 mg/dl. Customer also reported that the sensors were not adhering to the skin for longer than two days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.